Manufacturer narrative:
The purpose of this investigation was to examine the returned components. The returned promos standard shoulder components were examined visually. No destructive testing was carried out. The inclination set was mechanically locked via the taper with the humeral head. The articulating surface of the humeral head showed signs of scratching. No material deviations were found for the humeral head. The inclination set screw fractured through the hole that houses the polyethylene pin due to mechanical loading after initial crack initiation. It is unknown from the information provided what may have caused crack initiation. If the sustained loading exceeds the material endurance limit, a crack begins to form and continues to propagate until the cross-sectional area can no longer bear the load. At this point, fracture can occur. Burnishing was observed on the entire fracture surface of the inclination set screw. The saddle joint interface on the inclination set screw was also deformed and burnishing was present. Burnishing marks on a fracture surface are smooth microscopic features that are indicative of two surfaces contacting one another after crack initiation caused by repetitive loading. No material deviations were found for the inclination set. The returned body showed signs of macroscopic plastic deformation and scratching. Deformation on the body of the poker chip mechanism that accepts the inclination set was observed. The body set screw was still housed within the body and showed signs of deformation at the driving end. Additional information provided.

Manufacturer narrative:
Device expiration date added and device manufacture date added.

Event description:
Revision surgery has been reported.